Event description:
Additional information received via experience report- it was reported that a 65 yo female patient, initial right knee implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2023. The patient complained of pain. A loose femur was indicated. They were revised to a competitor¿s devices. There was no surgical delays or device breakages. The patient was last known to be in stable condition following the event. No device return anticipated due to the hospital will not release the implants. Photos of the affected product and x-ray images were provided. No further information.

Manufacturer narrative:
Bilateral knee replacements, d1, d4 all, d6b, d10. 1638729; 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm, g4 510k, h4, h6 medical device problem code. Initial information provided via legal complaint was incorrect, the device had not been revised on (B)(6) 2022. Pending investigation. There is no other information available. Correction: d1, d4 all femoral device, h7 & h9 femoral device is not under recall.

Manufacturer narrative:
G3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient had bilateral knee replacements. These devices are used for treatment not diagnosis. H6.

Manufacturer narrative:
Report number 1038671-2023-00405, for left knee revision referenced. Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 3558013, 02-010-01-0325 - logic femoral ps cem right sz 2.5. 2859843, 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. 2896914, 200-02-32 - three peg patella 32mm. 3522126, 200-02-32 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, had a initial surgical procedure known as bilateral total knee arthroplasty performed on her left knee and right knee on (B)(6) 2014. Upon examination, plaintiffs surgeon determined that plaintiff's optetrak device was failing at a much faster rate than expected making the artificial knee joint more prone to wearing out, loosening, and causing pain, muscle, nerve, and bone damage. This also significantly increases the likelihood that the joint will break. On (B)(6) 2022, approximately 8 years 7 months post initial procedure, plaintiff's surgeon performed revision surgery to remove and replace the exactech devices for both knees. No device return anticipated due to this being a legal case. No device return anticipated due to this being a legal case.

Manufacturer narrative:
H3: investigation results - the revision reported may have been the result of polyethylene wear and femoral loosening. The prosthesis wear may have been the result of malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) femoral loosening may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone. However, this cannot be confirmed as the devices were not returned for evaluation.